Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.